Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon, approximately 6.5 mm from the balloon proximal tip. The review of the lhr (lot f1313103) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the probable cause of the tear could not be determined. See MDR 30049329290-2014-00279 for the first device.

Event description:
It was reported by the aci vascular closure specialist that a male patient underwent a diagnostic catheterization procedure on (B)(6) 2013. Access was obtained with a 6f sheath (model unknown). A pre-procedure femoral angiogram was performed which showed no presence of pvd/calcium in the vicinity of the access site. It was reported that although the inflation indicator was fully visible the balloon continued to "go up the sheath" (the balloon pulled through the sheath). The device was removed and the balloon was noted to have a pin hole. A second mynxgrip vascular closure device 6f/7f was deployed. The balloon from the second device deflated which caused the device to pull through. The second device was also noted to have a pin hole in the balloon. A third mynxgrip vascular closure device 6f/7f was deployed successfully. Hemostasis was achieved.